Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy effluent and abdominal pain. The cause of the peritonitis was unknown. On the same day as the onset, the patient was hospitalized for the peritonitis. The patient was treated with unspecified antibiotics (intraperitoneal) for the peritonitis. Six days later, the patient was discovered from the hospital. At the time of this report, the patient was recovering from this event. Pd therapy was ongoing. The reporter declined to provide additional information.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.